Manufacturer narrative:
(B)(4). Report source:- foreign: (B)(6). Concomitant medical products: nexgen precoat stemmed tibial component: cat#:00598004701, lot#:63392131. Nexgen tibial blocks and screw precoat cat#: 00598800526, lot#: 62823292. Nexgen tibial blocks and screw precoat cat#: 00598800526, lot#: 63290101. Stem extension cat#: 00598801012, lot#:63327768. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0002648920 - 2018 - 00072, 0001822565 - 2018 - 00601, 0001822565 - 2018 - 00602, 0002648920 - 2018 - 00081.

Event description:
It was reported that the patient underwent revision two years after left total knee arthroplasty due to tibial loosening.

Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Event description:
Void - the stem was not revised.